Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that an a1059 mayfield skull clamp slipped during a craniotomy causing a "cut" on the patient which required staples.